Event description:
Moldy smell from contact solution. Opti-free puremoist with hydraglyde. Purchased at costco within the last 2 months. Box included 2 x 14 fl oz bottles. Both bottles smell moldy. Lot:118wy, exp:2025-07-31.